Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of vascular dissection, unspecified infection are listed in the electronic proglide instructions for use (eifu) as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of vascular dissection, unspecified infection, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis could not be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title; "efficacy and safety of post-closure technique using perclose proglide/prostyle device for large-bore mechanical circulatory support access sites" the additional perclose device referenced in b5 is filed under separate medwatch report number.

Event description:
In this study, post-closure method using perclose proglide/prostyle was evaluated as an alternative procedure for mechanical circulatory support (mcs) decannulation. Closure of 83 impella access sites and 68 va-ECMO access sites performed using perclose or surgical method between (B)(6) 2018 and (B)(6) 2023 were evaluated. Perclose complications listed: additional perclose or non-abbott device used when the initial perclose hemostasis was insufficient, arterial dissection requiring endovascular therapy, access site infection including purulent drainage and wound dehiscence, figure of 8 stitch. It was concluded that the post-closure technique using the percutaneous suture-mediated closure system appears to be a safe and effective method for large-bore mcs decannulation. Specific patient information is documented as unknown. Details are listed in the attached article, titled "efficacy and safety of post-closure technique using perclose proglide/prostyle device for large-bore mechanical circulatory support access sites."